Manufacturer narrative:
The connectors (used to hold the mesh to the echo ps) remain in vivo and the echo ps was discarded by the user facility and not returned for evaluation. At this time is it unknown what may have caused the connectors to detach from the echo ps. Based on the investigation activities performed, the review and analysis of all available information fails to indicate a root cause. The instructions-for-use states to "verify that the echo ps¿ positioning system including the balloon, all mesh connectors, and the inflation tube is fully intact after removal. The number of mesh connectors per balloon can be found in the instructions-for-use. Once the positioning system is verified to be fully intact, discard the echo ps¿ positioning system appropriately."

Event description:
It was reported that the patient underwent a flank hernia laparoscopic procedure in which the closing of the defect was repaired robotically and the placement and tacking of the ventralight st w/ echo ps (product code 595540) was laparoscopically repaired. The mesh was successfully implanted into the patient, however the echo connectors (used to hold the mesh to the echo positioning system) were unable to be located. As reported, the surgeon, an experienced user of the echo ps device, had to extend the surgical time approximately thirty (30) minutes with no other medical intervention needed. The connectors were not located. As reported, the patient had a bmi over 60 making it difficult to locate the connectors. The echo ps portion of the device was discarded.